Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("adverse reaction related to nickel") in a (B)(6) female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 256 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous, non-medically confirmed case was reported via regulatory authority and refers to a (B)(6) female patient who had essure inserted and had "adverse reaction related to nickel", understood as allergy to metals. Essure was removed eight years after its placement. Allergy to metals is serious due to its medical significance and it is anticipated according to the reference safety information for essure (fallopian tube occlusion insert). The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient suffered from an adverse reaction related to nickel during use of essure. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information can be requested.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("adverse reaction related to nickel") in a (B)(6) female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous, non-medically confirmed case was reported via regulatory authority and refers to a (B)(6) female patient who had essure inserted and had "adverse reaction related to nickel", understood as allergy to metals. Essure was removed eight years after its placement. Allergy to metals is serious due to its medical significance and it is anticipated according to the reference safety information for essure (fallopian tube occlusion insert). The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient suffered from an adverse reaction related to nickel during use of essure. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No further information can be requested.